Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/18/2025, a sales representative reported via (B)(4) that an ar-12160w wishbone¿ scissor serrated jaw snapped off. The issue was discovered during the surgery. Another device was swapped, and the case was completed with no adverse effects to the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-12160w, wishbone¿ scissor, batch 10244516, was received for investigation. - visual inspection noted that the cutting edges had nicks/damage, and the lower cutting blade was cracked. - functional testing noted that the driver functions as intended. The most likely cause of the reported failure is user error, which can be attributed to prying/leveraging the device with excessive force during use. - refer to the investigation photos. - complaint allegation is confirmed.